Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the up arrow, ok, and contrast keypad buttons were under responsive. Damage to the keypad allegedly occurred prior to the tactile change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned, and it was evaluated by product analysis on 08/11/2014 with the following findings: the keypad cover was found to be peeled from the base. Evaluation revealed that all of the keypad buttons were intermittently responsive. The keypad cover was removed and evidence of contamination was observed under all of the key contacts. Unrelated to the complaint, the battery compartment was observed to be cracked below the grip pad. Also unrelated to the complaint, the display screen was found to be dim and discolored.